Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the specific device identifier is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent moved on balloon, resulting in vessel occlusion. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 3.0 x 20mm balloon catheter, a 3.0 x 28mm synergy xd drug-eluting stent was advanced but failed to fully cross the lesion. When attempted to be removed, the trailing edge of stent was caught on calcium and lifted off the balloon. The device was removed, and another stent was used to complete the procedure. The patient developed an occlusion in the artery.